Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Initial reporter name-(B)(6). A getinge field service engineer (fse) inspected the unit and was able to duplicate the issue on site. The fse replaced the display top lcd assy. Following replacement, a full calibration, safety check, and functional test were performed. All testing was successfully completed, and the unit met factory specifications and was confirmed to be operating as intended. The following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. Fat wayne. The failure analysis and testing dept. Received part with a reported unit failure of the lcd turning green intermittently. The fat performed a visual inspection and found the part to be in good condition. The fat installed the lcd in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure found.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer on (B)(6) 2025 that the cardiosave intra-aortic balloon pump(iabp) the upper lcd will intermittently turn completely green. There was no patient involved. Fse duplicated the issue onsite. Fse replaced the upper lcd assembly and tested good. A full calibration, safety check, and functionality check were completed, all tests passed to factory specifications.